Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant human chorionic gonadotropin (hcg) result. The customer stated the technologist running the hcg sample on the day of the issue did not follow laboratory procedure for results flagged with error messages. Per the dimension exl with lm instrument guide, when the error is obtained "what to do: rerun the sample. If the error occurs on the rerun, it may be due to optical interference." The ccc also explained to the customer that the instrument would not automatically dilute the sample after getting the high absorbance error, if it is on the last test in the reagent well. The customer would need to hit rerun and the sample will be auto diluted. The customer retrained the technologist and contacted their laboratory information system (lis) vendor to set up the lis to not release results with error messages. The cause of the discordant, falsely low hcg result is unknown. The cause of the result being released to the physician was due to user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was obtained with a high absorbance error. The discordant result was erroneously reported to the physician(s). The patient was in the emergency room and, based on the reported result, the physician informed the patient that she was miscarrying. The patient was sent home and was further tested at another facility. The patient sample was not available for repeat testing, therefore a corrected result was not obtained. There are no reports of patient intervention or adverse health consequences due to the discordant, hcg result.